Event description:
During a morning shift, it was reported that the device had illuminated the service wrench and logged an event code that indicated a critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.